Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the main circuit boards. Aging deterioration may have caused the defect because 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was rented to the customer on (B)(6) 2021 and returned by the customer on (B)(6) 2021. The device inspection by (B)(4) also confirmed followings; the main board was defective. (B)(4) said that this defect was the cause of the front panel malfunction. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Service department of olympus (B)(4) found that when (B)(4) turned on the power, the front panel led of the device kept blinking and the front panel buttons did not work. This event was found during device inspection. This device was an olympus asset. There was no report of patient injury associated with this event.